Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02477. The event occurred in (B)(6).

Event description:
Allegedly tibial platto fracture from the (B)(6) 2013 was treated and patient suffered from irregular infection after 3 days. This led to few operation to clean the area.